Event description:
It was reported that the atrial lead exhibited noise. The physician elected not to replace the lead and reprogrammed the patient's device to vvi mode. The patient was in good medical condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.